Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. Blood glucose level at the time of the incident was 201 mg/dl. The customer reported having a blood glucose level of 500 mg/dl the day before the call, which was treated with bolus after a set change. The customer also reported that the insulin pump had an off/no power alert and an additional error alarm. The customer stated that she already had another insulin pump to use. The device was not replaced or returned for analysis.